Manufacturer narrative:
As described above, initial patient sensitivity study indicates that patient may have some type of allergic reaction to peek cf, but results are inconclusive at this time. Additional testing will be requested.

Event description:
In (B)(6) 2013, parcus was contacted by dr (B)(6), a dermatologist that was seeing a patient that was experiencing post-op sensitivity following a surgical procedure conducted on (B)(6) 2012. At that time, the patient had one parcus peek cf interference screw and one smith and nephew endobutton implanted. Dr (B)(6) was referring the patient to dr. (B)(6) was referring the patient to dr (B)(6) at (B)(6) for evaluation and called to request a sample parcus peek cf interference screw to be used to determine if the patient was experiencing an allergic reaction. No additional information regarding the patient or the procedure was provided. A sample of an unsterile peek cf interference screw was removed from inventory and sent with the enclosed letter to dr (B)(6) for evaluation. As indicated in the attached letter and correspondence with dr (B)(6), parcus requested to be kept informed of any developments throughout the evaluation of this device. On (B)(4) 2013 parcus reached out to dr (B)(6) to inquire as to the status of the evaluation. At that time, the doctor stated that she had not yet heard if the patient had even made an appointment to see dr (B)(6) yet. At that time, parcus reviewed the details of this event and determined that there was no evidence that a serious injury had occurred and therefore, no report was submitted to the FDA. As stated above, the doctor was not even aware if the patient had followed through with the specialist referral further supporting the belief that a serious event had not taken place. However, a thorough internal investigation of parcus complaint and manufacturing records was conducted and no similar issues or trends could be identified. On (B)(4) 2013, parcus medical identified MDR report key (B)(4) from smith and nephew through routine maude database monitoring. Upon review of this report, it was determined that it pertained to the same event. It was noted that a significantly greater amount of data was provided to smith and nephew than what was reported to parcus medical. With this additional information, another thorough investigation into internal manufacturing records was conducted and revealed no additional insight. It was noted that in the smith and nephew report that the skin irritation was described as "around/on the scar on the operative leg over the location of the endobutton." Parcus executive management reviewed this additional information and determined that the previous decision that a serious injury had not occurred was upheld since the s&n device would be implanted on the lateral aspect of the patient whereas the parcus device would be implanted on the medial aspect of the leg. On 07/25/2013 additional information was provided by dr (B)(6) regarding the skin sensitivity testing that was conducted on the patient. Based on the additional information, it was determined that enough evidence had been provided to indicate that a serious injury may have occurred, therefore, this report was generated.